Manufacturer narrative:
Eval completed. The 25ga cutter was returned in plastic biohazard zip lock bag along with the bl5225 pack labels from lot u9701. The tip protector was not returned. The needle was bent approx 90 degrees. The port window was in the opened position. There was dried solution visible in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. Functional testing found the cutter will not cut as the inner needle cannot move due to the severe bent condition. The sterilization and lot history records have been reviewed and found to be acceptable. Report 3 of 5. See 1920664-2013-00101, 1920664-2013-00102, 1920664-2013-00104, and 1920664-2013-00105.

Event description:
The user facility initially reported during surgery the cutter stopped working and aspiration was lost. No patient injury was reported. Add'l info received with the returned product: the cutter did not work; however the aspiration continued.